Event description:
It was reported that a farawave 2.0 nav was selected for use during a farapulse pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. Post rpcedure, the physician pulled the farawave catheter and sheath back into the right ventricule (ra) with a plan to check the superior vena cava (svc) for any signals. As he went to advance the wire into the svc, it was noticed the wire coming out the side rather than the tip of the catheter. Hence, the physician removed all from the body and discovered the lumen had bent. Isolation of the pulmonary veins were completed. The physician had planned to check the svc for signals and ablate if required, however given the issue they stopped the procedure there. The device is expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the farawave 2.0 catheter was visually inspected upon return. It was observed that the guidewire lumen was kinked inside of the spline cage. During functional test, an attempt was made to advance a guidewire through the catheter. The guidewire was able to be inserted for most of the way, but it got blocked just proximal to the tip of the spline cage, likely due to the observed kinking of the guidewire lumen. A little more advancement was made with the guidewire by manually straightening the lumen, though significant resistance was felt. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the farawave 2.0 nav risk documentation was completed and confirmed that the event of catheter failure resulting in catheter replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the reported event was confirmed the reported analysis of the returned device found farawave catheter. The unintended use error caused or contributed to event conclusion code was selected for the finding of a kinked guidewire lumen inside the spline cage. It is likely that the observed kinking of the guidewire lumen was a result of the user (un-)deploying the catheter without the guidewire being fully advanced.

Event description:
It was reported that a guidewire lumen was kinked. Post pulmonary vein isolation (pvi) the doctor pulled the catheter and sheath back into the ra with a plan to check the svc for any signals. As he went to advance the wire into the svc, he noticed the wire coming out the side rather than the tip. He removed this from the body and discovered the lumen had bent. Isolation of the pulmonary veins were completed. The physician had planned to check the svc for signals and ablate if required, however given the issue they stopped the procedure there.